Event description:
The device was returned to the service center with a customer report that the device will not turn on battery power. This did not indicate a reportable malfunction. However, during verification testing at the service center, battery leakage was found on the battery door.

Manufacturer narrative:
During testing, corrosion was noted in the battery compartment, on the battery door, and on the middle printed circuit board of the device. The cause of the corrosion was leakage from the disposable aa batteries. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.